Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: review of the black box data revealed record of ¿power on reset¿ events on april 17, 2015. On investigation, the pump powered on to the verify screen. The pump was exercised for 24 hours without rebooting, loss of power or emission of call service alarm. Investigation did not duplicate the intermittent power complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim/faded/discolored and the battery compartment was found to be cracked below the grip pad.